Manufacturer narrative:
Corrected the event description.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses.

Manufacturer narrative:
Corrected: type of reportable event - malfunction.

Manufacturer narrative:
Medications - aspirin, carvedilol, crestor, omega 3, vitamin d3, ramipril. UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Evaluation summary - the device was returned to gore for evaluation. Engineering observed that the device was returned with the leading end of the delivery catheter broken at the trailing olive. The polyimide guidewire lumen had fractured. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The reported tortuous anatomy likely contributed to the broken leading end of the catheter.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported after a successful implant of the deceive the leading portion of the catheter completely separated. The patient's tortuous anatomy reportedly contributed to the separation of the leading portion of the catheter completely separated. It was reported the leading portion of the catheter was left in the patient and was pinned between the wall of the initially implanted device and the wall of the second implanted gore® excluder® aaa endoprosthesis. The patient tolerated the procedure and no further adverse events were reported.